Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported trying to pair with receiver, but did not pair devices. Patient was advised to wait for pairing to complete before starting sensor; after receiver is paired, patient can then pair with the g5 application.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).